Manufacturer narrative:
Manufacturing and inspection records were reviewed, and no anomalies were found. The returned t8 cannulated stick fit hexalobe driver (part number 80-4155, batch number 589809) and the two t8 cannulated hexalobe driver (part number 80-4151, batch number 589797 and 589795) were examined visually under magnification. The t8 cannulated stick fit hexalobe driver (part number 80-4155) presented with distinguishable fracture surfaces and a portion of the tip broken off. The fracture surface comprised largely of one plane orientated approximately 45 degrees relative to the long axis of the driver tip. The additional observation notes two of the lobes remained fully intact with a third present and containing a partial fracture line. None of the tip pieces were returned. The remaining intact portion of the driver tip was truncated in length. It represented approximately 70-90% of the original overall length of the hexalobe tip. One of the t8 cannulated hexalobe drivers (part number 80-4151) presented with distinguishable fracture surfaces and a portion of the tip broken off. The fracture surface also comprised largely of one plane orientated approximately 45 degrees relative to the long axis of the driver's tip. None of the tip pieces were returned. The remaining intact portion of the driver tip was truncated in length. It represented approximately 40-60% of the original overall length of the hexalobe tip. The additional t8 cannulated hexalobe driver (part number 80-4151) presented with distinguishable fracture surfaces and a more noticeable portion of the tip broken off. The fracture surfaces were rather uniform and shaped in a circular pattern orientated approximately 45 degrees relative to the long axis of the driver's tip. None of the tip pieces were returned. The remaining intact portion of the driver tip was truncated in length. It represented approximately 10-25% of the original overall length of the hexalobe tip. The observed fracture patterns on the driver tips and additional information collected support the commentary in the event description. The torsional load application and brittle fracture mode were commonplace when loading these driver tips to failure. Not all the broken off tip pieces were returned nor the screw involved. Additional information was collected indicating the usage during a hardware removal case. Hardware removal may require increased levels of torque to unseat the screw. However, based on the combination of observations, collected information, absence of return pieces, absence of solid driver tip use as well as the multitude of additional factors present during a screw removal, the root cause could not be determined. Corrected data: type of investigation code (annex b): updated 3331 and 10 investigation findings code (annex c): updated to 3243 investigation conclusions code (annex d): updated to 4315.

Manufacturer narrative:
The investigation is currently pending. A follow-up report will be submitted upon completion of the investigation.

Event description:
(Report 3 of 4). It was reported during a hardware removal surgery that the surgeon was attempting to remove a acutrak 2 screw with mini acutrak driver tips. The surgeon broke three driver tips (2 regular cannulated tips and 1 stick first tip) at the tip of the driver. The screw was removed with an easy-out. The surgery was completed after a 1-hour delay, resulting in the patients increased time under anesthesia. No other adverse patient consequences were reported. There are 4 related report numbers for this event 3025141-2024-00694 - 3025141-2024-00697.